Manufacturer narrative:
B5. Describe event or problem updated h6. Patient codes updated.

Event description:
It was reported that the previous ambicor penile prosthesis (app) left cylinder was sized incorrectly and an erosion was experienced by the patient. A revision surgery was performed in which the physician removed and replaced only the left cylinder. No patient complications were reported.

Event description:
It was reported that the previous ambicor penile prosthesis (app) left cylinder was sized incorrectly. A revision surgery was performed in which the physician removed and replaced only the left cylinder. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the previous ambicor penile prosthesis (app) left cylinder was sized incorrectly and an erosion was experienced by the patient. A revision surgery was performed in which the physician removed and replaced only the left cylinder. No patient complications were reported.